Event description:
It was reported that the atrial lead was dislodged and had no capture. The device was programmed to single chamber fixed rate (vvi) mode. The lead remains implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.